Manufacturer narrative:
Other, other text: the customer confirmed that the device will not be returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : product not returned

Event description:
The customer reported an inaccurate reading of etco2, "pump issue. Green led, pump flow: 0.014 l/ min (0.050), results / reading: 5.4% co2 (6%)". There was no patient impact or consequence reported.